Event description:
The physician attempted an arteriotomy closure using the starclose device after a diagnostic procedure. After deployment, the patient developed a hematoma described as being the size of a plum. Manual compression was held for an unspecified time.